Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect intact pth, ln 08k25-20, that has a similar product distributed in the us, architect intact pth, ln 08k25-27. Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Event description:
The customer reported an upward shift in patient quality control results for ipth on an architect i2000sr analyzer. There was no adverse impact to patient management reported.